Manufacturer narrative:
Other relevant device(s) are: brand name: micra, <(><<)> model #: mc1vr01-delsys, expiration date: 28-sep-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? <(><<)>no>. <(><<)>mfg date: 30-mar-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) it was noticed that the open tines were stuck and bent outward and engaged with the myocardium. It was reported that the cup of the delivery system exhibited poor movement on deployment and that there was a concern about its fixation. The leadless ipg was attempted/not used and was replaced. No patient complications have been reported as a result of this event.